Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2018 due to the high blood glucose level. Blood glucose level of the customer at the time of the incident was 1000 mg/dl and customer¿s current blood glucose level was 396 mg/dl. The customer was treated by giving bolus with the insulin pump and blood glucose went down. Customer was wearing the insulin pump at the time of hospitalization. Customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.